Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an acutherm procedure performed at l1l2, the patient developed muscle weakness in the right hip and complete foot drop on the right foot; however, sensation was intact. Four days after the procedure, motor function has not improved.